Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of black debris in hose and dry cugh. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown white debris cosistent with dust on filter inlet, on top of the blower and inside bottom of device. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes not able to confirm the complaint and the presence of degraded sound abatemet foam or address the symptoms specified. Section h6 health impact clinical code, medical device problem code, investigation findings and investigation conclusions were incorrectly coded and now it has been corrected and updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.